Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent neurectomy on (B)(6) 2018 during which the surgeon noted the main branch of the ilioinguinal nerve was found exiting with the cord structures through the defect and the mesh created. Note a second branch which was initially thought was the iliohypogastric but seemed to trace back to the same area, likely a bifurcation of the iliohypogastric but seemed to trace back to the same area, likely a bifurcation of the ilioinguinal was present and was underneath the mesh. Both of these were ligated with the ends buried into the muscle and excised. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/01/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.